Manufacturer narrative:
Additional information: h6 (update codes). Correction: d4 UDI #. H11: the device was received for evaluation. A review of the event history log identified multiple occurrences of the reported error code 21504. During power up, error code 21504 alarmed. The barrel clamp sensor was recalibrated; however, the barrel clamp sensor test did not meet specifications. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition is related to a defective barrel clamp. The barrel clamp would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alerted ¿barrel drift sensor error 21504¿ during testing. There was no patient involvement. No additional information is available.